Event description:
It was reported that the interconnect cable was cut, which intermittently prevented the system from performing fluoroscopy x-ray. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. The system operates as intended.